Manufacturer narrative:
Insulin pump was received with broken reservoir tube lip, cracked belt clip slot, cracked case on reservoir tube window corners, cracked case on display window corners, minor scratches on lcd window and cracked battery tube threads.

Event description:
Customer reported that the insulin pump is broken around the reservoir compartment. Customer was changing the reservoir and noticed that the compartment had a piece missing, the thin piece on top. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.